Event description:
Customer reported that set fell apart and leaked while on a pt. The tubing was wet and the floor had a puddle of fluid. There was no pt harm or medical intervention. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.